Event description:
A notification was received regarding (B)(4) holmium fiber units which were reported to have broken during usage at the connector.

Manufacturer narrative:
No laser fibers were returned within the timeframe of this investigation and a review of suspect units could not be completed. Upon verification of device history records, no manufacturing inconsistencies or deviations were revealed which could have caused or contributed to the complaint as reported. It is confirmed that all laser fiber units manufactured by dornier are 100% inspected via visual evaluation as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. Dornier laser fibers are fragile, and must be handled with care as indicated on the valid dornier laser fiber IFU. It is possible the root cause of this complaint was related to a mechanical force placed on the laser fibers which contributed to the fiber breakages reported, but without the suspect fibers this can not be confirmed.